Event description:
Affiliate reported that after the device was implanted, the pressure spontaneously adjusted itself.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The customer explained that the device was spontaneously adjusting itself. It was later reported by the customer that it cannot be confirmed that the pressure setting was verified by x-ray after the adjustment. As a result, we cannot conclude that the valve is programmed to the desired setting. The device was tested and passed all tests. The problem reported by the customer could not be duplicated in the laboratory setting. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.